Manufacturer narrative:
Product complaint # (B)(4). Non-health care professional. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary: examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complaint description: it was reported that the pin punch was bent and was discovered when returned to the office for inspection.